Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. Visual evaluation of the returned drill pin confirmed it was fractured and stuck within the hole of the tibial cut guide. The pin also showed signs of use (scratched/gouged) around the shaft. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona partial knee cut guide 5 degree catalog #: 42539905185 lot #: 63813675, drill pin and screw inserter catalog #: 00590102100 lot #: 67136059. G2 - report source - foreign: event occurred in japan. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the drill pin used to secure the tibial cut guide jammed during insertion and fractured within the drill pin and screw inserter. No adverse events were reported as a result of this malfunction.